Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs provided. Bd received two photographs. The first photograph displayed three packages with the blister pack partially opened. Three lot numbers were also visible in this photo: 7257566, 8065689, 8019843. The second photograph displayed a close-up of the three packages with the blister pack partially opened. Based on the evaluation of the submitted photos, the photos displayed the open package seal. The defect package seal integrity poor/questionable was confirmed for the three lots numbers that are included in the photos. This was enough evidence to confirm and support a manufacturing material related issue for the reported defect. A device history record review was performed on these lot numbers and no reject activity was found. CAPA#48637 was initiated.

Event description:
It was reported that package integrity compromised with 8 batches with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish to english: device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer. Quantity affected from each batch: 8019843 - (B)(4) unit, 8009582 - (B)(4) unit, 8065689 - (B)(4) unit, 7257566 - (B)(4) unit, 7174846 - (B)(4) unit, 7289681 - (B)(4) unit, 7320991 - (B)(4) unit and 7310924 - (B)(4) unit.

Manufacturer narrative:
(B)(6). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8019843. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-01-19. Medical device lot #: 8009582. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-01-09. Medical device lot #: 8065689. Medical device expiration date: 2021-02-28. Device manufacture date: 2018-03-13. Medical device lot #: 7257566. Medical device expiration date: 2020-08-31. Device manufacture date: 2020-08-31. Medical device lot #: 7174846. Medical device expiration date: 2020-06-30 . Device manufacture date: 2017-06-23. Medical device lot #: 7289681. Medical device expiration date: 2020-09-30. Device manufacture date: 2017-10-16. Medical device lot #: 7320991. Medical device expiration date: 2020-10-31. Device manufacture date: 2017-11-16. Medical device lot #: 7310924. Medical device expiration date: 2020-10-31. Device manufacture date: 2017-11-07." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that package integrity compromised with 8 batches with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish to english: device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer. Quantity affected from each batch: 8019843 - (B)(4) unit, 8009582 - (B)(4) unit, 8065689 - (B)(4) unit, 7257566 - (B)(4) unit, 7174846 - (B)(4) unit, 7289681 - (B)(4) unit, 7320991 - (B)(4) unit, 7310924 - (B)(4) unit.